Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from four (4) different pts that were generated by the access instrument. The elevated accu tni results were: 14.71ng/ml, 6.53ng/ml, 13.45ng/ml, and 30.73ng/ml respectively for pts 1 to 4. - the accu tni results were not reported out of the lab. The customer indicated that the pts' original samples were re-tested for accu tni on antoher instrument in their lab. The accu tni results were: 0.001ng/ml, 0.00ng/ml, 0.03ng/ml, and 0.00ng/ml respectively for pts 1 to 4. - the repeated accu tni results were reported out of the lab for all 4 pts. No additional event information was provided. The customer indicated that there has been no change to pt treatment attributed to be connected with this event.